Event description:
It was reported that the patient¿s glucose on the ilet displayed a low value, with a nadir of 60¿61, while a contemporaneous fingerstick measured 75, and the displayed glucose later rose to 76 during the call; the patient uses a dexcom g7, and oral glucose was administered with troubleshooting and education provided. Symptoms included low blood glucose. Outcomes included resolution without escalation of care. Investigation included phone-based troubleshooting and user education regarding glucose verification and calibration approach. Investigation of this case revealed inconsistent glucose readings between the ilet-displayed value and fingerstick, consistent with sensor-display variability without evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.